Manufacturer narrative:
The insulin pump received with button error alarm and no button response due to corroded keypad traces. The insulin pump was unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to button keypad anomaly. No moisture damage on electronics noted. The insulin pump received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
It was reported that customer had a button error alarm on the insulin pump. Customer stated that the button was pressed for more than 3 seconds. Customer stated that the alarm cannot be cleared. Customer's blood glucose level was 446 mg/dl at the time of the incident. Customer's current blood glucose level is 263 mg/dl. Customer stated that the belt clip broke, so she carries the pump in her bra. Customer declined troubleshooting for high blood glucose levels. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.